Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a red heart alarm while switching from battery to power base unit support. It was also reported that the patient's system controller was noted to have a broken strain relief on the black power lead; however, there were no exposed wires reported. The patient successfully exchanged to a backup system controller as per the manufacturer's instructions for use and no further issues were reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. During our visual examination, we noted that the strain relief closest to the controller housing on the black power lead was broken. Review of the log file data revealed that there were several "low battery" and "power cable disconnect" alarms during the 3 days of events that were recorded. We also noted that the log file had captured a time stamp reset event indicating that power to the system controller was interrupted which would have been accompanied by a red heart alarm was reported. The system controller was tested on a mock loop and test pump with the system running at 10,000 rpms and a "power cable disconnect" alarm was displayed on the system monitor was expected. During further evaluation, the outer grey insulation was removed at the damaged area of the system controller, and it was found that the inner conductors were severed, confirming the reported event. A review of device history records showed no deviations from manufacturing or qa specifications. The broken strain relief has been addressed through the manufacturer's design change system. No further information is available. The manufacturer is closing its file on this event.